Event description:
It was reported that the pt had a functional disability. The surgeon changed the fractured femoral component.

Manufacturer narrative:
Add'l info has been requested and if received, will be provided in a supplemental report.